Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the head of an ar-9145-36 peripheral locking screw broke during insertion. The surgeon decided to leave the body implanted as it was not proud or causing any effect on the case or to the patient. The case was completed successfully without further issues. This was discovered during an rtsa procedure on (B)(6) 2023.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device.